Event description:
It was reported that after deployment of a transcatheter pulmonary valve, the valve settled into the annulus, and dislodged into the right ventricle (rv). Subsequently, an unspecified intervention was required. Per the physician, the patient¿s dilated anatomy contributed to the dislodge.

Manufacturer narrative:
Continuation of d10: product ID: {harmony-dcs}; product lot/serial number: {unknown}; product type: {0195-heart valves}; implant date: {na}; explant date: {na}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after deployment of a transcatheter pulmonary valve, the valve settled into the annulus, and dislodged into the right ventricle (rv). Subsequently, an unspecified intervention was required. Per the physician, the patient¿s dilated anatomy contributed to the dislodge. Additional information was received which confirmed that the valve was surgically explanted following the dislodgement.

Manufacturer narrative:
Updated data: b5. Second paragraph added. D6b. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.